Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. The device was programmed to deliver cardizem (100mg/100ml) at a rate of 10ml/hr and volume had to be infused (vtbi) of 95ml. Reportedly "when the pump turned on, it somehow ran at a rate of 95ml." There were no reported adverse pt effects. No medical interventions were reported. The device was removed from clinical service. During testing at the user facility by the clinical staff, the device was found to be delivering at a rate different than the originally programmed rate. Subsequent testing by the user facility's biomedical engineering department, found the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.